Manufacturer narrative:
Section: unknown, information not provided. Section: date of event: unknown, not provided. Section: if implanted, give date: unknown, information not provided. Section: if explanted, give date: unknown, information not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had broken haptic. An emeraldc cartridge was used. There was patient contact. No further information is available.